Event description:
It was reported that during the operation the issue was that as soon as the handpiece is connected and the power is on, the handpiece turns on and off on its own. This happens even when the safety switch is engaged. Patient impact is unknown. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the issue is that as soon as the handpiece is connected and the power is on, the handpiece turns on and off on its own. This happens even when the safety switch is engaged. Patient impact is unknown. Attempts have been made and no further information has been provided.